Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer's complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reports one of their pts refuses to use the maxzero connector because blood sprayed onto the wall from the connector. No pt harm or medical intervention was reported. Although requested, no further pt/event info was provided.